Event description:
The customer reported to olympus that the evis exera iii colonovideoscope switch button 1 was defective. Upon inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: medical corporation baisullen tenshirabashi internal medicine endoscopy clinic. The device was returned to olympus for inspection, and the customer's reported issue ¿switch button 1 defective¿ was confirmed. The following findings were also noted during device evaluation: due to damage on up/down knob, water tightness is lost, due to wear of angle wire, bending angle in up direction and play of due to clogging of nozzle, water removal ability does not meet the standard value. The up/down knob does not meet specifications, adhesive on bending section has a chip and white clouded area, control unit is dirty due to water leakage, and the paint on the scope cylinder is peeled. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The air/water nozzle was flushed with water and air. 6.) It is unknown if there were any abnormalities in the accessories used for reprocessing. 7.) It is unknown if the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 8.) It is unknown if the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.